Event description:
The facility representative reported a flogard infusion pump with an "undetermined malfunction." Upon further investigation, the quality engineer has confirmed the reported condition as a 2 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the reported condition of "undetermined malfunction" was confirmed during device evaluation as failure code 2. The cause was due to a damaged latch roller. The latch roller was replaced to correct the reported condition. Should additional information become available, a follow-up MDR will be submitted.